Manufacturer narrative:
The delivery system or photographs or any relevant imaging of the procedure was not returned to edwards for evaluation; therefore, the complaint could not be confirmed. Functional testing and dimensional analysis was unable to be performed. It was not possible to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manual revealed no deficiencies, and a review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to the complaint. There was no report of difficulty de-airing the device during prep, it is likely that the issue was not present on the device as manufactured. Complaint history review suggests that patient and procedural factors may have contributed to the complaint event. Information provided by the complaint site indicated that the patient¿s native annulus and leaflets were moderately calcified. It is possible that the balloon tore when it was exposed to this calcification, causing the observed leakage upon attempted inflation. The complaint site also reported that no bav was performed, increasing the likelihood that the present calcification may have impinged on the delivery system balloon and contributed to the complaint. Available information therefore indicates that patient/procedural factors contributed to the complaint event; however, a definite root cause was unable to be determined. The complaint for balloon, leakage was unable to be confirmed and no manufacturing nonconformances were able to be identified. There is insufficient information to determine a definite root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed (B)(6) 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During deployment of a 29 mm sapien 3 valve, upon inflation of the commander delivery system balloon, blood was noted in the atrion syringe preventing inflation of the delivery system balloon and the valve did not expand. A decision was made to remove the delivery system/valve within the sheath. A new delivery system and valve were used and the 2nd valve was successfully implanted. The delivery system was able to be removed without any difficulty. Both the delivery system and 1st valve were discarded. As reported, a bav was not performed. The patient's annulus and leaflets were moderately calcified.